Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was held in the laboratory information system (lis) and flagged as panic. The customer replaced the integrated multisensor technology (imt) sensor and repeated the sample on the original instrument. The sample recovered higher than the erroneous result and matched previous result of the patient. The higher repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the dimension exl with lm instrument outputted the falsely depressed sodium (na) result on a patient sample and out-of-range quality control (qc). The customer replaced integrated multisensor technology (imt) sensor and repeated qc, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected and power flushed the instrument, replaced the x1 tubing, styletted out the rotary valve assembly, verified that peristaltic pump rollers moved freely and pump auto alignment, super conditioned the instrument, and ran system check, which recovered acceptably. The customer ran qc after imt calibration, which recovered acceptably. The cause of the falsely depressed na result is unknown. Siemens evaluated the event and concluded that the fluid flow issue, due to the malfunctioned x1 tubing, addressed with the service actions above, potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of the device is required.